Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd integra¿ syringe, 25 g x 1 in retracting needle was found leaking during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. DHR: 305311-5142547 conversion to 8000585 batches 4203842, 4307507, and 4273665. All batches were revised and no defects were found in DHR's. Based on the above, CAPA not necessary.